Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 233 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. The sample is available for the MFR's eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.